Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found the alert triggered for low battery voltage on (B)(6) 2013. The recommended replacement time is 2.62. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470, implantable pacing lead (competitor), (B)(6) 2004; 0174, implantable tachy lead (competitor), (B)(6) 2004. (B)(4).

Event description:
It was reported that there unexpected longevity which may have resulted in possible early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.